Event description:
It was reported that the attachment overheated during a educational lab. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and upon disassembly of the units, the unit had debris present internally. Debris can bind up or limit the rotational properties of the device and cause failures such as heat and vibration. The failure mode was determined to likely be due to debris in the bearings. The affected components were limited to the bearings.